Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2009, to treat her pelvic organ prolapse. Reportedly, following the procedure, the patient suffered injuries including extreme pain and urinary problems (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.